Manufacturer narrative:
(B)(4).

Event description:
The physician suspected a catheter disconnect somewhere. A cap (catheter access port) CT procedure was being done. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.